Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer mother reported via email that the insulin pump detects movement in hall sensor counts. The customer¿s blood glucose level was 91.8 mg/dl. The customer stated that she is having trouble with son's pump and he got a message that happened all afternoon and it stopped now it happened at school. Pump has x number. Displacement test was performed and test results was passed. Troubleshoot was completed and the customer had 8 error 130 pumps in the history. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error alarm noted during testing. The motor was tested outside of the device and passed.